Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and gastric ulcer ("gastric ulcer") in a 27-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Current weight 178 lbs. Concurrent conditions included obesity, photophobia, tinnitus, urinary frequency, dysuria, discomfort, vomiting, breast tenderness, right lower quadrant pain, hemorrhagic cyst and diarrhea. Concomitant products included calcium carbonate;ergocalciferol (calcium and vitamin d) since 2008, diphenhydramine hydrochloride (benadryl a), famotidine from (B)(6) 2017, ibuprofen, paracetamol (tylenol), probiotics [umbrella term], sumatriptan (imitrex) since 2017 and theanine since 2008. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia"). In (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced exfoliative rash ("rashes or skin conditions type: all over body, itchy, red, flakey skin") and was found to have weight increased ("weight gain"). In february 2016, the patient experienced abdominal pain ("generalized pain in abdominal area") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"), gastric ulcer (seriousness criterion medically significant) and dry eye ("chronic dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised ("skin rash /all over body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: mood changes"), hyperhidrosis ("sweating period changes"), urinary tract disorder ("bladder or urinary problems or changes"), urticaria ("hives"), vision blurred ("vision/eye problems type: blurry"), neck pain ("head and neck pain") and pain in extremity ("location of pain:hand"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash generalised, vaginal haemorrhage, mood altered, hyperhidrosis, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, irritable bowel syndrome, gastric ulcer, alopecia, nausea, exfoliative rash, vision blurred, dry eye, weight increased, abdominal pain, back pain, neck pain and pain in extremity outcome was unknown, the menorrhagia had resolved and the dyspareunia, migraine and headache was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dry eye, dysmenorrhoea, dyspareunia, exfoliative rash, fatigue, gastric ulcer, headache, hyperhidrosis, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, neck pain, pain in extremity, pelvic pain, rash generalised, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details:essure procedure- bilateral placement of coils/devices: right 4. Left - 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headaches, nausea, anxiety, dysmenorrhea, menorrhagia, abdominal pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and gastric ulcer ("gastric ulcer") in a 27-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Current weight 178 lbs. Concurrent conditions included obesity, photophobia, tinnitus, urinary frequency, dysuria, discomfort, vomiting, breast tenderness, right lower quadrant pain, hemorrhagic cyst and diarrhea. Concomitant products included diphenhydramine hydrochloride (benadryl a), famotidine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, paracetamol (tylenol), probiotics [umbrella term], sumatriptan (imitrex) since (B)(6) 2017, theanine since 2008 and vitamin d nos (vitamin d) since 2008. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced rash erythematous ("rashes or skin conditions type: all over body, itchy, red, flakey skin") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain ("generalized pain in abdominal area") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"), gastric ulcer (seriousness criterion medically significant) and dry eye ("chronic dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash /all over body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: mood changes"), hyperhidrosis ("sweating period changes"), urinary tract disorder ("bladder or urinary problems or changes"), urticaria ("hives"), vision blurred ("vision/eye problems type: blurry"), neck pain ("head and neck pain") and pain in extremity ("location of pain:hand"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, vaginal haemorrhage, mood altered, hyperhidrosis, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, irritable bowel syndrome, gastric ulcer, alopecia, nausea, rash erythematous, vision blurred, dry eye, weight increased, abdominal pain, back pain, neck pain and pain in extremity outcome was unknown, the menorrhagia had resolved and the dyspareunia, migraine and headache was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dry eye, dysmenorrhoea, dyspareunia, fatigue, gastric ulcer, headache, hyperhidrosis, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, neck pain, pain in extremity, pelvic pain, rash, rash erythematous, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details:essure procedure- bilateral placement of coils/devices: right 4 left - 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headaches, nausea, anxiety, dysmenorrhea, menorrhagia, abdominal pain, migraines. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & medical record received. Lot number added. Reporter's information added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), mood changes, sweating period changes, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia, fatigue, ibs, gastric ulcer, hair loss, nausea, pain, rashes or skin conditions type: all over body, itchy, red, flakey skin, hives, blurry vision , chronic dry eye, weight gain, migraines , headaches, generalized pain in abdominal area, lower back pain, neck pain, pain in hands. Historical condition, concomitant condition, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain on my right side') in a 27-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, anxiety, depression, bipolar I disorder, hepatosplenomegaly, asthma, migraine, disease gallbladder and nausea. Current weight 178 lbs. Concurrent conditions included obesity, photophobia, tinnitus, urinary frequency, dysuria, discomfort, vomiting, breast tenderness, right lower quadrant pain, hemorrhagic cyst and diarrhea. Concomitant products included calcium carbonate;ergocalciferol (calcium and vitamin d) since 2008, diphenhydramine hydrochloride (benadryl a), ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) since 2012, ethinylestradiol;norethisterone acetate (microgestin) since 2012, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2011 to 2012, famotidine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, norethisterone (micronor), paracetamol (tylenol), probiotics [umbrella term], sumatriptan (imitrex) since october 2017 and theanine since 2008. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced exfoliative rash ("rashes or skin conditions type: all over body, itchy, red, flaky skin") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain ("generalized pain in abdominal area") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced gastric ulcer ("gastric ulcer"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and dry eye ("chronic dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("bleeding/spotting in between periods"), menstruation irregular ("irregular periods"), rash ("skin rash /all over body"), urticaria ("hives"), mood altered ("hormonal changes describe: mood changes"), hyperhidrosis ("sweating period changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems type: blurry"), neck pain ("head and neck pain"), pain in extremity ("location of pain:hand"), pelvic discomfort ("discomfort") and emotional disorder ("my emotions are running high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, metrorrhagia, menstruation irregular, rash, gastric ulcer, mood altered, hyperhidrosis, urinary tract disorder, bladder disorder, fatigue, irritable bowel syndrome, alopecia, nausea, exfoliative rash, vision blurred, dry eye, weight increased, neck pain, pain in extremity, pelvic discomfort, emotional disorder, anxiety and depression outcome was unknown, the dyspareunia, migraine and headache was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, exfoliative rash, fatigue, gastric ulcer, headache, hyperhidrosis, irritable bowel syndrome, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, nausea, neck pain, pain in extremity, pelvic discomfort, pelvic pain, rash, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details:essure procedure- bilateral placement of coils/devices: right 4, left - 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headaches, nausea, anxiety, dysmenorrhea, menorrhagia, abdominal pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2020: plaintiff fact sheet received. Added events - psychological or psychiatric problems condition: anxiety and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and gastric ulcer ('gastric ulcer') in a 27-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, anxiety, depression, bipolar I disorder, hepatosplenomegaly, asthma, migraine, disease gallbladder and nausea. Current weight 178 lbs. Concurrent conditions included obesity, photophobia, tinnitus, urinary frequency, dysuria, discomfort, vomiting, breast tenderness, right lower quadrant pain, hemorrhagic cyst and diarrhea. Concomitant products included calcium carbonate;ergocalciferol (calcium and vitamin d) since 2008, diphenhydramine hydrochloride (benadryl a), ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) since 2012, ethinylestradiol;norethisterone acetate (microgestin) since 2012, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2011 to 2012, famotidine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, norethisterone (micronor), paracetamol (tylenol), probiotics [umbrella term], sumatriptan (imitrex) since (B)(6) 2017 and theanine since 2008. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced exfoliative rash ("rashes or skin conditions type: all over body, itchy, red, flakey skin") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain ("generalized pain in abdominal area") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced gastric ulcer (seriousness criterion medically significant), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and dry eye ("chronic dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised ("skin rash /all over body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: mood changes"), hyperhidrosis ("sweating period changes"), urinary tract disorder ("bladder or urinary problems or changes"), urticaria ("hives"), vision blurred ("vision/eye problems type: blurry"), neck pain ("head and neck pain"), pain in extremity ("location of pain:hand"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular periods"), emotional disorder ("my emotions are running high") and metrorrhagia ("bleeding/spotting in between periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastric ulcer, rash generalised, vaginal haemorrhage, mood altered, hyperhidrosis, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, nausea, exfoliative rash, vision blurred, dry eye, weight increased, abdominal pain, back pain, neck pain, pain in extremity, pelvic discomfort, menstruation irregular, emotional disorder and metrorrhagia outcome was unknown, the menorrhagia had resolved and the dyspareunia, migraine and headache was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dry eye, dysmenorrhoea, dyspareunia, emotional disorder, exfoliative rash, fatigue, gastric ulcer, headache, hyperhidrosis, irritable bowel syndrome, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, nausea, neck pain, pain in extremity, pelvic discomfort, pelvic pain, rash generalised, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details:essure procedure- bilateral placement of coils/devices: right 4, left - 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: headaches, nausea, anxiety, dysmenorrhea, menorrhagia, abdominal pain, migraines quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : new events, "bleeding/spotting in between periods, my emotions are running high, irregular periods, discomfort" were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.